Event description:
It was reported that pump experienced malfunction indication with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted caller in successfully resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if issue returned, which caller acknowledged and understood.